Event description:
Victim of trauma was intubated and respirations assisted with resuscitation bag. Oxygen tubing was inadvertantly connected to manometer port or nipple rather than being connected to oxygen port at bottom of the bag. This created a situation of inability to exhale the oxygen delivered unless bag was depressed.

Event description:
Victim of trauma was intubated and respirations assisted with resuscitation bag. Oxygen tubing was inadvertently connected to manometer port or nipple rather than being connected to oxygen port at bottom of the bag. This created a situation of inability to exhale the oxygen delivered unless bag was depressed.